Event description:
Allegedly, patient was revised due to dislocation subluxation; malalignment socket; periprosthetic fracture stem revision njr number: (B)(6). Side:r. Primary asa: p1 - fit and healthy. (B)(4).